Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: it is believed that the image was not displayed due to a failure of the charge-coupled device (ccd) unit from the attachment of the etq assessment tab. Since this product is used beyond its useful life, it is considered probable that the ccd unit failed due to aged deterioration. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. There was "no image" due to faulty a charge-coupled device (ccd) unit. In addition, a shortage was note in a cable causing a white streaks in image. The cause of the internal failure cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no image appeared on the unit¿s display. There was no patient involvement.